Event description:
On a service request the customer reported that the doctor was burned and that the rem alarm was constant.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report :(B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Risk management at the site has not yet been able to gather further information on the incident.